Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information on the day of the implant of a 26 millimeter (mm) transcatheter bioprosthetic valve via a delivery catheter system (dcs), an aortic dissection occurred. The dissection was resolved that same day with a stent implant. No additional adverse patient effects were reported.